Manufacturer narrative:
Additional information: section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6b date explanted: unknown/asked information unavailable. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to unknown reasons and replaced with a non-johnson & johnson iol, ccwtt0 23.5 lens. Patient prognosis post lens exchange is unknown. No further information is available.